Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections and declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (damaged usb pins).